Event description:
After almost 4 years of implantation, the patient received inappropriate shocks for one day and oversensing was noted on the holter. This ICD was replaced along with the medtronic fidelis lead since they could not rule out a lead or header issue and the noise could not be reproduced.

Event description:
After almost 4 years of implantion, the patient received inappropriate shocks for one day and oversensing was noted on the holter. This ICD was replaced along with the medtronic fidelis lead since they could not rule out a lead or header issue and the noise could not be reproduced.

Manufacturer narrative:
(B)(4).the analysis from the manufacturer is pending.

Manufacturer narrative:
(B)(4). The analysis from the manufacturer is pending.